Manufacturer narrative:
Patient images were provided. Imaging analysis provided the following; pre-implantation imaging shows: the proximal neck (15mm of aorta distal to the left renal artery) diameters are ~21mm. There is an aortic angulation >60° within the proximal abdominal aorta. Post-implantation cta imaging shows: the proximal implanted device does not lay perpendicular to the flow lumen at the level of the aortic curve. The length from the left renal artery to the proximal circumferential implanted device appears to be ~11mm, by centerline. Contrast is visualized in the anterior aneurysm sac communicating with the ima. Contrast poolings increase on the delayed contrast images, thereby, confirming a type ii endoleak involving the ima. Cannot visualize any other type ii communications with available imaging. Cannot confirm a proximal type I endoleak with available imaging.

Event description:
On (B)(6) 2023, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing gore® excluder® conformable aaa endoprosthesis. On 1/31/2024, patient was seen at the office, and a type 1a endoleak and type ii was observed. On 2/7/2024, fsa reports he was notified that the patient has a type 1a endoleak, and a type ii endoleak. Fsa also reports physician coiled a lumbar on 2/7/2024, to treat the type ii endoleak. Physician notified that reintervention surgery will be performed on 2/20/2024 to treat the type ia endoleak. No aneurysm enlargement was noted. On (B)(6) 2024, reintervention surgery was performed. A 32mm conformable aortic extender was implanted to resolve this type 1a endoleak. Fsa reports the type 1 was likely caused by the graft being placed in an angled neck and missing the outer curve. Initial implant procedure was covered by someone from out of town, so very likely related to technique.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Patient medication includes: lovenox prednisone cimetidine diphenhydramine hcl sotalol hcl eliquis aspirin it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.